Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise with reduced intrinsic amplitudes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. Technical services recommended some testing and programming options. There were no additional adverse patient effects. The system remains implanted.